Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event.).

Event description:
It was reported that the patient got their generator removed. The patient had chest pain around the pocket area after a fall, and the generator migrated to the patient's armpit, so they requested to get it removed. Reportedly, the suspect device is in transit to the manufacturer. The suspect device has not been received to date. No additional relevant information has been received to date.

Event description:
Device evaluation was completed.

Manufacturer narrative:
H2 follow-up type; corrected information, follow-up report #1 did not select, "correction".

Event description:
The suspect device was received for analysis. Analysis has not been completed to date.